Event description:
A 3.5mm diameter by 30mm length s7 stent delivery system was inserted to treat a severely calcified lesion in the right coronary artery. The lesion was pre-dilated with a 2.5mm by 30mm ptca balloon. It was not possible to cross the calcified target lesion despite aggressive attempts. It was reported that the stent dislodged from the delivery balloon in the ostium of the coronary artery during the attempts to cross the lesion. The stent was successfully snared and removed from the pt. The target lesion was then treated with pre-dilatation from a ptca balloon and deployment from another manufacturer's stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified lesion not being 1:1 pre-dilated may have contributed to the stent not crossing the lesion. The aggressive attempts to push the stent across the lesion may have contributed to the dislodgement of the stent from the delivery balloon.